Event description:
It was reported that the system 9800's orbital brake was malfunctioning. The handle would not lock. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was found that the brake handle dowel pin which prevents over rotation was broken. The pin was replaced. The system was tested and found to be working as intended and placed back into service.